Event description:
Patient was in emergency dept for inability to void, suprapubic pain and distension. Bard foley kit was used to insert a bard 16 fr foley catheter. Balloon inflated with 10ml syringe of nss included in kit. Subsequently, patient reported a pop and complained of burning in the suprapublc area. Foley was removed , balloon was not intact on the end of the catheter. Patient underwent cystoscopy to remove fragment of balloon from bladder. Diagnosis or reason for use: dysuria.